Event description:
Device malfunction: suture break (device #1). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during pre-closing the device, a suture break occurred. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using an angioseal. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #2 - proglide (lot # 71037-6h), is being filed under a separate medwatch report.